Event description:
The ICD was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on 11/97, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA.